Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, the 840 ventilator had a blank screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer inspected the device but was unable to duplicate the reported condition. The device passed all calibrations, extended self-test (est), short self -test (sst) and electrical safety tests. Unit met manufacturer's specifications.